Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multi-system organ failure, thrombocytopenia, and other clinical adverse events could not be conclusively established through this evaluation. Additionally, the reported event of low flow alarms could not be confirmed as there were no log files submitted for review. Although a specific cause for the reported alarms could not be conclusively determined through this evaluation, the account indicated that the patient experienced hypotension, as well as a progressive decline in their overall condition. Multiple attempts were made to obtain additional information from the customer regarding the event, including requests for product return; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU, "introduction", lists renal dysfunction, hepatic dysfunction, respiratory failure, possible pump thrombosis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. This section also states that the heartmate 3 lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. Additionally, this section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Health effect - clinical code: hyperkalemia - 4824; multiple organ dysfunction syndrome - 3261. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported on (B)(6) 2022, the patient underwent a redo sternotomy with heartmate 3 left ventricular assist device (lvad) implantation for destination therapy. The patient was hypotensive post-operation and was started on intravenous (IV) steroids for low cortisol levels. They were also on max pressor support and methylene blue for vasoplegia. Their filling pressures elevated and they were started on aggressive IV diuretics with no significant improvement. The patient developed hyperkalemia despite diuretics and lokelma. The decision was made to proceed with continuous renal replacement therapy (crrt). They had elevated transaminases and acute coagulopathy. They were then treated with vitamin k with no significant improvement. The patient's liver function tests, coagulopathy and thrombocytopenia continued to worsen over the next several days. Their lactate continued to rise. The patient was treated for acidosis with dialysis and sodium bicarbonate, and despite crrt, they continued to have hyperkalemia. On (B)(6) 2023, the patient remained on maximum pressor support with low to normal blood pressure. The patient continued to have multiple low flow alarms on the pump despite all efforts that ensued as evidenced by acute renal failure, hyperkalemia, acidosis, acute liver failure with persistent coagulopathy, and hypotension on max pressor support. Given the patient's poor prognosis their spouse made the decision to stop further support and discontinue the lvad. The patient passed away due to multi-system organ failure on (B)(6) 2023.